Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd ultra-fine¿ pen needles 8mm x 31g (100 count), the consumer experienced increasing glucose and hunger levels as a result of the device failing to deliver medication effectively to the target site. The following information was provided by the initial reporter: "it was reported that glucose levels are increasing and feels 8mm is not injection into site properly. Consumer reported finding her hunger levels are increasing using this injection. She is also diabetic. Was using the 4mm prior to this box. Would like 4mm again. Feels the 8mm is not injecting the saxenda properly into site. Finding her glucose levels are increasing using."

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h.10.

Event description:
It was reported that while using bd ultra-fine¿ pen needles 8mm x 31g (100 count), the consumer experienced increasing glucose and hunger levels as a result of the device failing to deliver medication effectively to the target site. The following information was provided by the initial reporter: "it was reported that glucose levels are increasing and feels 8mm is not injection into site properly. Consumer reported finding her hunger levels are increasing using this injection. She is also diabetic. Was using the 4mm prior to this box. Would like 4mm again. Feels the 8mm is not injecting the saxenda properly into site. Finding her glucose levels are increasing using."